Event description:
Provider states that they pulled the rollator from the patient a year ago and there is an issue with the wheels.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.